Event description:
The primary hip surgery on (B)(6) 2020. On (B)(6) 2021, the patient came in due to signs of an infection and the pathogen was unknown. The surgeon performed a washout and revised the cup, head, and liner. The surgery was completed successfully. Presently, on (B)(6) 2022, at 7 months from the precedent surgery, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon revised the medacta cup, liner and head. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 01 february 2022: lot 2005096: (B)(4) items manufactured and released on 09-nov-2020. Expiration date: 2025-10-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional items involved in the event, batch review performed on 01 february 2022: liner: mpact 01.32.3644hct flat pe hc liner ø36/e (k103721) lot. 2013103. Lot 2013103: (B)(4) items manufactured and released on 13-jan-2021. Expiration date: 2025-12-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Ball heads: mectacer 01.29.209 biolox delta ceramic ball head 12/14 ø 36 size m 0 (k112115) lot. 2009405. Lot 2009405: (B)(4) items manufactured and released on 19-jan-2021. Expiration date: 2026-01-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Manufacturer narrative:
Batch review performed on 01 february 2022: lot 2005096: (B)(4) items manufactured and released on 09-nov-2020. Expiration date: 2025-10-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional items involved in the event, batch review performed on 01 february 2022: liner: mpact 01.32.3644hct flat pe hc liner ø36/e (k103721) lot. 2013103. Lot 2013103: (B)(4) items manufactured and released on 13-jan-2021. Expiration date: 2025-12-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Ball heads: mectacer 01.29.209 biolox delta ceramic ball head 12/14 ø 36 size m 0 (k112115) lot. 2009405. Lot 2009405: (B)(4) items manufactured and released on 19-jan-2021. Expiration date: 2026-01-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The primary hip surgery on (B)(6) 2020. On (B)(6) 2021, the patient came in due to signs of an infection and the pathogen was unknown. The surgeon performed a washout and revised the cup, head, and liner. The surgery was completed successfully. Presently, on (B)(6) 2022, at 7 months from the precedent surgery, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon revised the medacta cup, liner and head. The surgery was completed successfully.